Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block h11: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Good faith effort attempts were made to try and retrieve the device, however the device was disposed by the explanting provider. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of "infection", "itching" and "redness" can be related to illness (general) was defined in the product risk documentation. These events type have been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that during stage 1 of the patient's trial, the patient stated that their pocket incision site was slightly red and more notable 2 days later. The redness was progressively worsening, and the incision site began to become itchy as well. It was noted that the implant site had possibly become infected and the patient was prescribed antibiotics. An explant took place as a precaution and the tined lead was removed.